Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking. Customer's blood glucose level was 155 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.